Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent keypad row 2 with an intermittent keypad response, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an intermittent of keypad row 2 output. Any patient involvement, injury or medical intervention is unknown.